Event description:
The account stated one patient generated a depressed hemoglobin result of 7.1 g/dl on a specimen that repeated at 13.7 g/dl when processed on the cell-dyn 1800 analyzer. No impact to patient management was reported.

Manufacturer narrative:
Device: low test results; (B)(4) patient: no consequences or impact to patient ; (B)(4) the evaluation is in progress. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative ( fsr) replaced the silicon tubing (s1), as there was no bubble mix at the pre-mix cup and transducers. The fsr ran precision and quality controls; all recovered within specifications. A review of tracking and trending and complaint review showed no adverse trends. Cell-dyn 1800 system operators manual was reviewed to ensure information is provided to assist in problem identification, isolation and corrective actions for the customer. Based on the event details and evaluation, no product deficiency was identified with the cell-dyn 1800 instrument. The issue was resolved by performing required maintenance on the instrument.